Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for the endovascular treatment of an abdominal aortic aneurysm. The pt has severely tortuous iliac arteries. Aneurysm morphology is unknown. It was reported that the bifurcated device was introduced via the right femoral artery and after deployment was initiated orientation appeared to have the contralateral pant leg directed towards the contralateral side, which was the left side. After deploying 1cm of the stent graft, the delivery system was brought down below the renal arteries. It appeared the device was rotated during this maneuver, so the contralateral leg now opened towards the ipsilateral (right) side. Because of the severe tortuousity in the left common iliac artery, multiple attempts to cannulate the contralateral gate were unsuccessful. The physician decided to convert the graft to an aorti-uni-iliac and perform a fem-fem bypass. A 26 mm x 3.75 cm aortic cuff was deployed across the flow divider down the ipsilateral limb. This did not completely occlude the flow divider, so a 28 mm x 3.75 cm aortic cuff was deployed within the 26 mm cuff to the top of the bifurcated deivce. The stent graft was ballooned with a 27 mm impact balloon under low pressure. There was still some contrast down the contralateral imb, but the decision was made to watch the leak and perform the fem-fem bypass. This was done successfully. No additional clinical sequelae were report.